Event description:
It was reported the patient was admitted to the hospital and presented with signs of withdrawal. The battery was interrogated and it was reported ¿it sounded like a catheter issue" as the pump interrogation yielded no alarms, warning, or any indication that something was wrong. The drug in the pump was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was later reported that a catheter revision was performed on 2013-(B)(6). It was unknown which portion of the catheter was revised. The procedure was completed but the pump was not refilled in the procedure. There were no apparent issues with the pump. There were no patient symptoms on the operative report. The patient was currently doing well.

Event description:
It was later reported that the patient had been admitted to the hospital on (B)(6) 2013. During the revision surgery, the entire catheter was explanted and replaced. During the implant of the new catheter, initially the healthcare provider (hcp) did not have cerebrospinal fluid (csf) when accessing the intrathecal space; therefore the hcp went a level lower and obtained good csf flow. The new catheter was connected to the pump and good cerebrospinal fluid csf flow as noted. The operation objective stated ¿repair of cerebrospinal fluid leak¿; however, the procedure notes stated that a valsalva was performed which showed no csf leak. Following the procedure the patient was sent to the recovery room in neurologic stable condition.

Event description:
It was later reported that no troubleshooting had been performed and the cause of the issue remained unknown. The patient had been in the emergency room (ER) and was transferred to a hospital where the managing physician practiced. The patient status at the time of the report was unknown. The device system delivered morphine.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).